Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. The patient was treated with vancomycin (intraperitoneally) and ciprofloxacin (orally) (doses and frequencies notreported) for the peritonitis. It was unknown if the patient was hospitalized for the event. When the peritonitis did not clear up, the patient was transferred to hemodialysis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.